Event description:
Customer reportedly received results of 70 mg/dl and 300 mg/dl within 10 minutes on the compact plus system (meter, strip lot number 20649642, expiration date 11/30/2007). No high blood symptoms reported. The customer did not provide the location where the discrepant results occurred. No action was taken based on device results. Controls were run and in range. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the compact test drum.